Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range right ventricular shock impedance measurements when implanted. The field representative provided reprogramming was completed. In addition, a successful defibrillation threshold test was completed. This ICD remains in service. No additional adverse patient effects were reported.